Event description:
The customer initially reported that the knife would not advance making it difficult to open the jaws. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife webbing was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.